Manufacturer narrative:
The lead was abandoned surgically and will not be returned for analysis. No further adverse patient effects were reported. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this lead had an increased pacing threshold. The pacing impedance had been increasing for several months and was almost 1000 ohms. A revision procedure was performed. During the revision, the helix could not be retracted. It was reported the helix became stuck and broke off in the patient's ventricle.